Event description:
The admin agent of the operating room reported an issue with the handpiece during a procedure. The occlusion bell was beeping at the time and the doctor saw a "white smoke" while in sculpt mode. The staff stated there may be a blockage, but they are not sure. The pt experienced a burn to the cornea. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).